Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preventative maintenance of the device, the user reported the on/off toggle switch rubber boot was torn. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.